Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon turning the pump on, a cartridge alarm (alarm 22) occurred. Customer was not sure if anything had been pressing the button down at the time; however, customer may have inadvertently been pressing the button. Customer's blood glucose was 80 mg/dl.